Event description:
It was reported that the ilet pump¿s screen bezel separated and the pump was found broken apart, representing a device bonding failure involving the display; this was described as a recurring issue and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.